Event description:
It was provided that this event occurred in the intensive care unit. The insertion site was the right internal jugular vein. During use, approximately 2-3 hours after insertion, the nurse noticed medical solution leaking from the stopcock. As a result, the stopcock was replaced and the treatment successfully continued. There was no delay in treatment reported. There was no patient injury, complication, or death reported.

Manufacturer narrative:
(B)(4).